Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received and it states that the lens had a patient contact and surgery was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, they have noticed that the lens was deformed and there was no patient contact.

Manufacturer narrative:
The lens was returned in the lens case inside the opened carton. Solution was dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Both pieces are adhered to each other by solution. One haptic is folded over and adhered to the optic by solution. Scratches are observed on the optic portion near the area where it is cut along with a longer scratch stretching from the cut area to near the gusset area. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. Lens damage was observed. The observed lens damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).